Event description:
It was reported that during an open gastrectomy, it was found that the third staple line of the resected tissue was unformed after the device was fired on the small intestine at the fourth firing. Reinforcement material was not used. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did the device staple?---yes, but staples on one line were unformed. Was there an incomplete staple line? ---yes. Were malformed staples present after the firing? ---yes. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.